Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number: (B)(4). Event occurred in france. It was reported that the four infusion sets of perfusions that came off on (B)(6)-2026. No further information available.